Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Yoke the analysis found that one ec60a device was returned with the clamping mechanism damaged and without reload present. No functional test could be performed to evaluate the incident reported due to the condition of the device. However, the device was disassembled to verify the internal components and the yoke was noted to be broken, not allowing the device to close and therefore the device could not be fired. This damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a hepatectomy procedure, the stapler had cut, but did not staple (it was needed to make a manual suture at the local). The loads (blue or golden - the hospital was not sure about the colors) did not staple. Since the hospital did not have another stapler to test the load they converted to open surgery. Afterwards, the patient had to be submitted to blood transfusion due to the bleeding.